Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen when it comes to this right ventricular (rv) lead as well as suspected lead damage. It was noted that at a previous follow up the pace impedance measurements had increased but were not out of range. A possible connection issue was suspected with this lead and competitor pacemaker. The operation took place and a new lead was going to added. The pacemaker was replaced and a competitor lead was added. After the system was implanted part of this rv lead was cut while the distal portion was implanted in the patient. It was noted that during the revision when pulling the rv lead from the pacemaker before the ventricular fixation was loosened the lead was not able to be moved and inadequate connection was not observed. The lead was removed and measured with the pacing system analyzer (psa) which did not show any abnormalities. No damage was not on x-ray. Due to the patient having infectious disease the connector part of the lead and the pacemaker will not be returned.